Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a patient experienced glare and is unhappy with her vision. She had a yag laser procedure and is still unhappy with her vision. Additional information was requested.